Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Review of the device history log confirmed the system error 322 alarm. The device was tested for 24 hours and a system error could not be reproduced. Failed upper and lower aux assemblies are known to contribute to system error 322 and as a result have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/ set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump alarmed for a system error 322. The customer has stated that this occurred during preventive maintenance testing and there was no patient involvement.